Event description:
The customer reported the sys experienced communication errors and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.